Event description:
Info received indicates as soon as the bed is plugged to an ac outlet, the head motor will drive up.

Manufacturer narrative:
The accounts maintenance isolated the siderails but the issue remained. He then isolated the issue to the test port cable assembly. He replaced the test port cable assembly to repair the bed.